Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer stated that her blood glucose was 206 mg/dl and her sensor glucose reading was 395 this morning. Customer also had a low alert of for a sensor glucose reading of 54 and her blood glucose was 145 mg/dl. Customer stated that the pump suspended with the threshold suspend set to 70. Customer was advised that the pump suspended because the sensor glucose was lower than what the threshold suspend was set to. Customer was able to resume basal. Customer was advised to monitor the issue can call back if issue continues.